Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed noise on the atrial lead. The noise was unable to be reproduced with isometrics. Programming changes were made to resolve the issue. The patient was asymptomatic throughout the event.